Manufacturer narrative:
The customer's reported complaint was not confirmed during functional testing. However, user advisory (ua) 45 (not at "home" position after power-on/restart) error message displayed upon powering on the platform during initial functional testing. It was determined that the ua 45 was due to the encoder shaft was one revolution off the home position. After the drive shaft was rotated to the "home" position remedied the ua45 fault. The platform was functionally tested and the platform passed functional testing and there were no faults/errors found during testing. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. A review of the platform archive was performed, and user advisory (ua) 45 (shaft not at "home" position after power-on/restart) occurred during the event date on (b)(46 2017. A visual inspection of the returned autopulse platform was performed and found the top and encoder covers were cracked. Additionally, the clutch plate was sticky. The autopulse platform is a reusable device and was manufactured on 01/23/2007. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform (serial #(B)(4)).

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) will not boot up completely. The red dot is seen on the screen when it is turned on. The battery was fully charged when inserting into the platform. Another battery was replaced but the issue would not resolved. No patient involved with this event. No other information was provided.